Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient's sensor wire was left in the patient's skin on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother reported that the patient is not experiencing any additional discomfort at the insertion site. Patient was seen by her physician on (B)(6) 2015 and an x-ray confirmed that the sensor wire remains in the patient's skin. Patient's physician determined that surgery was not necessary at the time and that no infection was present. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.